Manufacturer narrative:
No patient information provided to date after phone call to customer (B)(6) 2020. The biomedical engineer troubleshooting the issue with ge healthcare technical support. The customer repaired the unit. No repair information available.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient injury.